Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported field event of an output anomaly was confirmed in the laboratory. An ocd alert was observed via review of the device image. The device was tested on the bench as well as using automated testing equipment and no anomalies were found. The cause of the reported output anomaly could not be determined. (B)(4).

Event description:
It was reported that device was explanted and replaced due to output anomaly. Patient condition was well after the event.